Event description:
On 08-june-2026, it was reported by a sales representative via (B)(4) that an ar-9595 handle fixating pin is pulled out, the blue shaft is pulled off the metal shaft. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.